Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s wife stated that the patient experienced a skin infection that consists of redness and pus at the needle puncture site. The reporter drained the pus (unspecified method used) from the insertion site and applied over the counter polysporin ointment to the area and mentioned that they would treat with an oral antibiotic medication. The patient and the spouse are both nurses and made the treatment decisions and they did not seek medical treatment. At the time of the report, although the spouse stated they would treat with oral antibiotic medication, it had not occurred, and the infection had already subsided after the site was drained. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).